Event description:
According to the reporter: (B)(6) stated that product identification 173054 was involved in an incident today where the load fell out of the stapler when it was inserted into the patient. She wants to return the device. She needs an rga number as soon as possible. Additional information received: . Can you report the lot number of the subject device? (01)10884521070530 2. Will the subject device be returned for investigation?yes 3. What surgical procedure was being performed?rt. Ing. Hernia repair with mesh, and open umbilical repair hernia 4. What is the patient age, weight, gender? Male, (B)(6). Was there any unanticipated tissue loss as a result of this problem? Surgeon needed to open patient to locate cartridge from endomechanical 6. Was there any tissue damage as a result of this problem? See above. A. If yes, describe the damage and provide details on how the damage was treated/corrected. B. Was the damage irreversible? A minor incision made and closed . 7. Was there blood loss of 500cc or more due to the product problem?no 25 ml blood loss. A. Did any additional blood loss resulting from this product problem require a blood transfusion? 8. Was surgical time extended by more than 30 minutes due to the product problem?yes. Surgery extended 1-.5 hours a. Was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?)yes. Requested additional information: when I looked up lot number: (01)10884521070530,our system. Can you please verify the lot number?

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2014.